Event description:
The customer states that platelet results for one patient appeared to be higher than expected when generated using a cell-dyn ruby analyzer. The cell-dyn ruby generated a platelet result of 48.0 k/ul compared to a platelet result of 8.50 k/ul generated using an alternate method (cell-dyn 3700). The cell-dyn 3700 result matched the platelet estimate per blood smear review. No adverse impact to patient was reported due to this issue.

Manufacturer narrative:
(B)(4): linearity testing performed. Sample-related issue (interfering substance). Investigation plan/summary: on (B)(6) 2008, (B)(6), reported seeing over counting platelet (plt) with the cell-dyn ruby instrument, serial number (B)(4). Scatter had particles above plt population being included in the count, result was 2-4 times with a cell-dyn 3700 and smear estimate. The customer requested field service for issue resolution. During a field service representative (fsr) visit to the customer on (B)(6) 2008, the 7.0 microsphere polymer (latex) was checked and the gains were adjusted. The 3.0 microsphere polymer (latex) was checked and the gains were adjusted. Instrument met specifications, controls were in range, and no further investigation was required. No parts were replaced. The tss also performed dilution linearity studies on this instrument and the cell-dyn 3700 in the lab. The tss stated that based on very abnormal plt histogram on this patient and in combination with the "rbc morph" flag, the customer was educated that the sample appeared abnormal and recommended reviewing smear abnormal rbc or plt morphology. After the tss performed the linearity testing for plt with one sample (from 1:1 to 1:64) on both cell-dyn ruby instrument (other s/n is (B)(4)) and the cell-dyn 3700 instrument in the lab, data indicated that the cell-dyn ruby performed well. The comparison between the cell-dyn ruby instrument, s/n (B)(4), and the cell-dyn 3700 instrument is below (note: the result in parenthesis is the expected recovery value): cell-dyn ruby s/n (B)(4): 1:1 dilution plt=359.5 (359.5); cell-dyn 3700: 1:1 dilution plt=324.5 (324.5). Cell-dyn ruby s/n (B)(4): 1:2 dilution plt=180 (179.75); cell-dyn 3700: 1:2 dilution plt=189 (162.25). Cell-dyn ruby s/n (B)(4): 1:4 dilution plt=89.8 (89.8); cell-dyn 3700: 1:4 dilution plt=91.55 (81.13). Cell-dyn ruby s/n (B)(4): 1:8 dilution plt=39.05 (44.94); cell-dyn 3700: 1:8 dilution plt=41.9 (40.56). Cell-dyn ruby s/n (B)(4): 1:16 dilution plt=18.1 (22.47); cell-dyn 3700: 1:16 dilution plt=20 (20.28). Cell-dyn ruby s/n (B)(4): 1:32 dilution plt=8.26 (11.23); cell-dyn 3700: 1:32 dilution plt=8.58 (10.14). Cell-dyn ruby s/n (B)(4): 1:64 dilution plt=3.67 (5.62); cell-dyn 3700: 1.64 dilution plt=2.76 (5.07). The tss stated that based on the abnormal plt scatter for sample ID (B)(4) and the plt linearity study results, the issue was most likely specimen related. The cell-dyn ruby system operator's manual, list number 08h56-03, revision c, section 10, troubleshooting and diagnostics, overview, pages 10-8 through 10-9, provides troubleshooting instructions for imprecise or inaccurate data. Appendix b, potential causes of spurious results, table b.1, page b-2, indicates that causes of spurious decreased may be due to cryoglobulin, cryofibrinogen hemolysis (in vivo and in vitro), microcytic red cells, red cell inclusions and white cell fragments. Section 7, operational precautions and limitations, page 7-8, provides information in regards to interfering substances that may affect patient results. A review of complaint reports, for the period (B)(6) 2007 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn ruby, l/n 08h67-01, for the reported issue. (B)(6) 2008 reports are in process. (B)(6) 2008 and (B)(6) 2009 reports are not available. Based on the investigation, no product issue was identified for the cell-dyn ruby for seeing over counting plt. The event is addressed in labeling: cell-dyn ruby system operator's manual, list number 08h56-03, revision c: section 10: troubleshooting and diagnostics, overview, pages 10-8 through 10-9, provides troubleshooting instructions for imprecise or inaccurate data. Appendix b: potential causes of spurious results, table b.1, page b-2. Section 7: operational precautions and limitations, page 7-8. Conclusion: no product deficiency was identified. The likely cause is specimen related. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.